Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device reportedly had a decrease in pressure. 8 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: h10. 8 previously reported events are included in this follow-up record. Product return status. 8 devices were received. Event confirmation status. 3 reported events were confirmed. 5 reported events were not confirmed. Evaluation results. 1 device was found to be affected by bladders that needed replacement. 1 device was found to be affected by pneumatic assembly that needed to replacement. 1 device was found to be affected by an issue with the pneumatic assembly and worn bladders and battery. 5 devices had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 4 devices were received. 4 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. 3 reported events were not confirmed. Evaluation results: 1 device was found to be affected by a mechanical problem. 3 devices had no problem found. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device reportedly had a decrease in pressure. 8 events had patient involvement; no patient impact.